Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The cgm reading would have persistently been around 4.0 mmol/l for several days. The patient experienced symptoms, but no specific symptoms were reported. According to the reporter, on 12/16/2025, the patient was brought to the hospital and when a fingerstick was taken the cgm reading was 3.9 mmol/l, and the blood glucose reading was 27.0 and 28.0 mmol/l. The patient was treated with intravenous insulin and fluids. The patient was discharged after spending less than 24 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.